Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is giving blower stall error. The customer confirmed error code 1134 in the event log. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the troubleshooting steps per the v60 service manual. The customer will continue to troubleshoot.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.